Event description:
It was reported that a patient underwent a anastomosis procedure on (B)(6) 2026 and suture was used. It was reported that sutures pulled apart during tying the anastomosis. Not all the same sutures and lot. No surgical delay or patient harm was reported. Devices are available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/24/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: please provide the lot number of 8735h01. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I don¿t know the lot number. Fed ex tracking: (B)(4) shipped today. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.